Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a missing cannula and it was not stuck to the adhesive. Blood glucose level at the time of the incident was 13 mmol/l. Troubleshooting did not resolve the issue. The sensor was not returned for analysis.